Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The reported issue was confirmed as it was noted that the unit was not cooling. The chiller and mixing pump were tested and found to be functional. It was noted that the t4 was not cooling. The chiller assembly was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per follow up information received via email on 15apr2024,device has been serviced in hospital facility. It was confirmed that chiller issue.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per follow up information received via email on 15apr2024,device has been serviced in hospital facility. It was confirmed that chiller issue. Ordered part then waiting for it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.